Manufacturer narrative:
Conclusion and justification status: the complaint states during a knee revision procedure case ref (B)(4), during surgery the new insert did not lip in properly to start with and one of the locking tabs at the front bent up while trying to insert it. The surgeon reintroduced it and locked it in and said that he thought it would be fine and not to get another one. There was no other polyethylene liner at the hospital so they would have had to wait approx 40 mins so opted to keep this one insitu. 2 minute delay to surgery. Patient stable on the table following surgery. A complaint database search and review of manufacturing records did not identify any anomalies. It should be noted no product was returned without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery, the new insert did not fit in properly to start with and one of the locking tabs at the front bent up while trying to insert it. The surgeon reintroduced it and locked it in and said that he thought it would be fine and not to get another one.